Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, it was observed that the connecting tube was dented and the bending angle in the up direction was out of specification and there was play in the up/down knob due to wear of the angulation wire. The reported issue (leakage from connector) was not confirmed. Additional findings include the following: water tightness was lost due to damage on the up/down knob; the adhesive on the bending section cover had a chip; water removal ability did not meet the standard value due to clogging of the nozzle; the up/down knob and the forceps elevator knob had a scratch; the connecting tube had a scratch; the objective lens and the control unit had discoloration; the scope connector cover, the scope connector, universal cord, image guide protector, grip, scope cover, switch box, control unit, and right/left knob had a scratch; and there was a lack of image on the monitor due to dirt in the objective lens. The customer confirmed they cleaned, disinfected, and sterilized the device before sending back to olympus. They were unaware what the foreign material was. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities with the accessories used for reprocessing. The endoscope was soaked in the cleaning solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the evis lucera elite gastrointestinal videoscope exhibited angulation play, crushed insertion tube, and a leakage from the connector. Upon receipt of the device, there was foreign material in the nozzle. The issue did not impact a patient or other healthcare professional. No patient harm was reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.